Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 days post implant, the vad coordinator reported that vad support was withdrawn for this pt due to multiple organ dysfunction syndrome (mods). The pt was in poor condition prior to implant and required temporary vad support, extracorporeal membrane oxygenation (ECMO) support and then an rvad with their lvad implant. No autopsy was performed and the pump will not be returned for eval.

Manufacturer narrative:
The pump will not be returned to the MFR for eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.